Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A distributor performed a checkout of the equipment and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during pre-use checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.